Event description:
The baxter rep reported an infusion pump with a failure code 33. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.